Event description:
Customer reported filament regulator and ma errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluted the system and replaced the x-ray tube, filament driver, driver, and snubber board. (B) (4)